Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient who underwent tha on (B)(6) 2016, complained of right hip pain. X-rays revealed that the cup side was prolapsed. One screw (out of three) was found to be broken when the cup was removed. The molar floor was in metallosis. The doctor decided to leave the broken screw in place and proceeded with the operation because removing the entire screw would be too risky. After that, the operation was completed as planned.